Manufacturer narrative:
Company comment: the serious events of inflammation and nodule at implant site, and the non-serious events of swelling, pain, erythema, discolouration, scar and hypersensitivity at implant site, vascular occlusion were considered expected and possibly related to the treatment. Seriousness criteria include the need for multiple medical interventions to prevent permanent damage. Potential root cause include treatment procedure. The restylane kysse was used off label. Potential contributory factor include superficial injection of the product in glabella region (off-label use). The case meets the criteria for expedited reporting to the regulatory authorities. Product note: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. Recommendation for corrective and preventative action: restylane kysse-no corrective or preventive actions are deemed necessary based on the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2022 by a physician assistant which refers to a 66-year-old female patient. Additional information was received on 28-jun-2022 and 01-jul-2022 from the same reporter. The patient had fitzpatrick IV- v skin type. The patient had no known medical history or allergies. The patient was not taking any concomitant medications. The patient had received pneumovax vaccine 2021 (last year). On (B)(6) 2021, the patient had received the first dose of pfizer covid-19 vaccine, second dose on (B)(6) 2021 and booster dose on (B)(6) 2021. In 2022 (about 3 months ago), the patient underwent dental cleaning. On (B)(6) 2022, the patient had received treatment with restylane refyne to lips. On (B)(6) 2022, the patient received treatment with 0.2 ml of restylane kysse (lot 18890) to glabella for rhytids using insulin needle with unknown injection technique. The restylane kysse was injected to glabella (off label use of device). Same day after restylane kysse treatment, the patient experienced possible inflammatory reaction (implant site inflammation) on both sides of glabella. The patient experienced some swelling (implant site swelling) in the area over the next couple of days. On (B)(6) 2022, the patient was seen back in hcp office with two painful (implant site pain) firm nodules (implant site nodule) at both injection sites with localized redness (implant site erythema). The patient was injected with a total of 80 units of hylenex [vorhyaluronidase alfa] at both sites and she also began nightly treatment with benadryl [diphenhydramine hydrochloride], medrol pack [methylprednisolone] and prednisone [prednisone] taper dose. On (B)(6) 2022, the patient was injected with 40 units of hylenex and then injected again with additional 40 units of hylenex on (B)(6) 2022 and 3 mg of kenalog [triamcinolone acetonide]. The hcp reported that probably a total of 380 units of hylenex was injected. On (B)(6) 2022, the patient showed improvement. On (B)(6) 2022, the events were still present at glabella and appeared to be returning. The patient was injected with 5 mg of kenalog and given a prednisone taper. On (B)(6) 2022, the patient had substantial improvement and the hcp thought it was resolving. On (B)(6) 2022, the patient came into the hcp office and two firm nodules had reappeared at the injection sites and they were swollen and red. According to reporting hcp, initial diagnosis was hypersensitivity reaction (implant site hypersensitivity), but could not rule out occlusion (vascular occlusion). The hcp was not sure why the nodule had returned when it seemed to be resolving following hylenex and tac. The reporting hcp assessed the events as permanent damage to a body structure because of skin discoloration (implant site discolouration) and scar (implant site scar). Outcome at the time of the report: occlusion was not recovered/not resolved/ongoing. Possible inflammatory reaction was not recovered/not resolved/ongoing. Swelling was not recovered/not resolved/ongoing. Painful was not recovered/not resolved/ongoing. Firm nodules was not recovered/not resolved/ongoing. Redness was not recovered/not resolved/ongoing. Hypersensitivity reaction was not recovered/not resolved/ongoing. Skin discoloration was unknown. Scar was unknown. Restylane kysse was injected to glabella was recovered/resolved.